Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for syringe was performed for the batch 1258762. There was no related similar defect found during qa outgoing inspection and no quality notification was raised on past 12 months on the reported batch.

Event description:
It was reported that 2 bd 1 ml syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: 2 boxes of foreign bodies found in the packaging.

Manufacturer narrative:
Medical device lot #: an invalid lot # of 1258762 was provided by the initial reporter. Device expiration date: unknown. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd 1 ml syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: 2 boxes of foreign bodies found in the packaging.